Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were inspected with no issues being identified and the customers indicated failure mode of discolored cap was not observed. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube the cap is a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "the following issue was found with the tube: discolored cap x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube the cap is a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "the following issue was found with the tube: discolored cap x1."